Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had their trial leads pulled which resolved the lead migration issue. The leads would not be returned for analysis. No further complications reported.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID :977d260, serial#: (B)(4), product type: screening device. Product ID: 977d160, serial#: (B)(4), product type: screening device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding patient who was trialing a wireless external neurostimulator (wens) it was reported that the patient started their trial on (B)(6) 2018 and the wens was for crps in their right foot. The patient complained that they felt itching from their knee to their foot and were having more pain now on their current settings. This was noted as a sudden change in symptoms. The patient was advised to turn off the stimulation but noted that they still had the sensation with the wens off. The representative offered to reprogram the patient. Additional information received from a manufacturer's representative on (B)(4) 2019. It was reported that the cause of the sudden change in symptoms could have been due to a patient fall. The representative saw the patient on (B)(6) 2019 and reprogrammed them- they believe the lead shifted from the fall. No further complications reported.